Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the cutter was not cutting consistently and it was blunt. On june 27, 2016, it was clarified that the issue occurred during surgery and there was a 1-15 minute delay in the procedure. The graft did not cut consistently, so there was some harm or injury to the patient. There was another device to complete the surgery. There was no medical intervention or additional surgical procedures required. The surgical technique for the product was used. The customer returned a 1.5:1 cutter device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated 1.5:1 cutter serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the 1.5:1 cutter by zimmer biomet (B)(4) revealed that the end bearings have been removed and were put in reverse. The cutter blades were visible blunt. Repair of the 1.5:1 cutter was not performed by zimmer biomet (B)(4) as the damaged cutter was replaced with a new cutter. The 1.5 cutter is a non-repairable product. The reported event ¿the cutter was not cutting consistently and it was blunt¿ was confirmed since during initial inspection the end bearings were removed and put on in reverse. The cutter was also blunt. The reported event was confirmed since during initial inspection the end bearings were removed and put on in reverse. The cutter was also blunt. The root cause of the cutter was not cutting consistently and was blunt cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. 1.5:1 cutter, serial number (B)(4), tested and returned to the customer.

Event description:
It was reported that the cutter was not cutting consistently and it was blunt. This occurred during surgery. No additional consequences were reported as a result of this malfunction.